Event description:
Doctor reported that the implant at tooth site #25 failed to integrate and the patient had an orosinusal communication in that area. Doctor also reported sinus perforation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: one (1) osseotiteâ® tapered certainâ® implant 4 x 8.5mm (int485) was returned for investigation. Visual evaluation of the as returned product identified minor signs of use. Implant matched prints where measured using caliper. No malfunction was noticed during product evaluation that would contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 25 (fdi) and was used for approximately 5 months, 7 days. Device history record (DHR) review was completed for the subject lot number (2021020296). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities complaint history review was performed for the reported lot number (2021020296) for similar events and no other complaint was identified. Review completed utilizing keywords: non integration perforated sinus. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.